Event description:
It was reported the bd vacutainer® k2 edta (k2e) blood collection tubes experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. Translated to english, the customer stated: "fm in tube."

Manufacturer narrative:
H6: investigation summary: bd received samples, and 1 photos was provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter in tube with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) blood collection tubes experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. Translated to english, the customer stated: "fm in tube."